Event description:
During an premature ventricular contraction procedure, a pericardial effusion occurred. While using ensite x in voxel mode, the patient became hypotensive and fluoroscopy revealed an effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.